Event description:
The customer reported the system had an overload fault and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer, snubber board, and the fuses were replaced during the service call. The system was tested, found to be working as intended and returned to service.